Event description:
Pt was treated in 2006. During treatment, the pt developed red spots and blisters on the left leg. The pt had lipo immediately preceding thermage treatment. At one-day post treatment, the pt had some 2nd and 3rd degree burns. The burns are being treated with mepro, occlusion and compression.

Manufacturer narrative:
No equipment was returned for investigation.